Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found distal stent damage with struts raised distally. Damage was also noted at the distal edge of the bumper tip and multiple hypotube kinks were identified along the shaft. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03mar2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25x16mm promus element stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.